Event description:
I had an extensive ultrasound check of the abdomen with my general practitioner (in (B)(6)) yesterday morning and that evening I had sudden, unusual pain in the exact areas he concentrated on. It was a different kind of pain than any other abdominal pain I've had before and differently distributed. My abdomen feels bloated and somehow wounded. I don't think it's because of what I ate. I've never experienced pain after ultrasound before but this examination was prolonged and involved two different heads on the device.